Manufacturer narrative:
(B)(4). Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted.

Event description:
This is a report of a home patient that experienced a hernia due to an overfill event that occurred while hospitalized for an unrelated issue. Per the nurse "the patient felt very full while using the cycler, so the nurse drained him. The nurse drained 4 l out." The home patient was taken off of peritoneal dialysis therapy and started on hemodialysis. The home patient is currently recovering from the hernia. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). A review of the device history and service history was performed which did not indicate any issues that could have caused or contributed to the reported difficulty of patient symptom - overfill. No iipv (increased intraperitoneal volume) events or related device issues were noted. Should additional relevant information become available, a follow-up will be submitted.